Event description:
Follow up identified surgical intervention was undertaken, during the procedure the physician removed the existing lead. The physician implanted a new lead at a different location and intraoperative testing covered the patient's ankle and lower leg on the left.

Event description:
The patient was implanted with two leads from the same lot number. It was reported the patient was unable to increase his drg system's stimulation. Diagnostics of the patient's system found lead impedance was low. Surgical intervention may be taken as the next course of action.